Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient's leads had migrated. It was also stated that the patients pain coverage was maintained after the lead migration however, it was providing better relief before the migration. The patient underwent a revision procedure wherein the leads were moved up. The patient was doing well postoperatively.